Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was explanted and replaced. Effective therapy restored post-op.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the programmer displayed error message" replace generator, the generator has reached the end of service." It was noted that patient ran stim 24/7, used tonic stimulation and programs with high parameters. Surgical intervention may be undertaken to address this issue.